Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm aortic bioprosthetic valve, implanted approximately seven (7) years and six (6) months, (90.67 months), was explanted for unknown reasons. The explanted device was replaced with a model 3300tfx 25mm aortic bioprosthesis.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: despite attempts to contact the health care provider, no additional information has been received and it remains unknown if the device is available for return and evaluation. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the reason for explant of this device remains indeterminable.